Event description:
A surgeon reports that an intraocular lens was removed and replaced due to dislocation. Add'l info has been requested.

Event description:
The reporting surgeon provided additional info. The displacement of the intraocular (iol) was noted during slit lamp examination on 9/11/2000. The following day during iol exchange, the surgeon noted a tear in the posterior capsule. An anterior vitrectomy was performed and the replacement iol was sutured in the sulcus. The pt's visual acuity (va) prior to iol exchange was count fingers (9/11/2001). The pt's va after iol exchange was 20/25 (10/14/2001).